Manufacturer narrative:
(B)(4). Placeholder.

Event description:
It was reported that the patient underwent an implantation of an intraocular lens (iol) which was removed and replaced in the same procedure due to the surgeon changing from a 20.0 diopter to a 20.5 diopter intraocular lens. It was stated that there was an incision enlargement made when removing the lens. It was stated that the surgery was completed successfully. No additional information was provided.